Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of an impedance anomaly was confirmed in the laboratory. The device was tested on the bench and low hv impedance was noted. Further evaluation noted the impedance issue was due to a hybrid connection anomaly. The cause of the field event was noted to be an anomalous connection on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during device implantation, lower out of range pacing lead impedance measurements were observed. The poor measurement was repeated when the lead was removed and reinserted into the device. Another lead was inserted and the poor measurement was again observed. The device was not used and a new device was implanted. The patient condition was stable during and after surgery.